Event description:
The customer reported, "unit is smoking and there is a burning smell". The customer stated that there were no physical complaints reported. The asp field service engineer (fse) wen to the facility and repaired the unit.

Manufacturer narrative:
The fse replaced the charcoal and oil mist filters. He ran one complete empty test cycle. The unit met specifications.